Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: during procedure, the device became dull and could not cut well. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).